Event description:
The patient contacted animas on (B)(6) 2012 reporting that a few days ago the keypad buttons required multiple hard presses to elicit a response. The patient confirmed that the keypad was intact and not exposed to moisture. The patient reportedly wore the pump under a garment against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber had a small tear near the up arrow key. Evaluation revealed that the up arrow, contrast and down arrow keypad button were intermittently unresponsive and required several hard presses to elicit a response. No hypersensitive or inverted key contacts were observed. The ok keypad button had spring back or click. There was evidence of keypad contamination found under the key contacts.